Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead is experiencing low within range impedance issues. Technical services (ts) was consulted and noted a undersensing event present, but therapy was not delayed. This rv lead remains in service. No adverse patient effects were reported.